Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. The biomedical engineer called product support and was advised after troubleshooting to replace the blower assembly to address the reported problem. The customer confirmed that he replaced the blower assembly and all the performance checks passed. Failure analysis was performed on the returned blower assembly and no failures identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that during the performance verification test (pvt) the unit failed the air flow accuracy test. There was no patient involvement.